Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h6, h11. The device was not returned for evaluation; therefore, a definitive root cause could not be determined. Based on historical data, possible causes include material issues: deterioration. Mechanical problems: stress, wear, corrosion. Electrical problems: open circuits, short circuits, signal loss, component problems. These can be caused by no design or manufacturing problems and can occur between components such as boards, sockets, pins, cables and connectors, etc. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the subject device had b30 during set up / inspection for use. There were no reports of patient harm.

Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.